Event description:
This is a report from (B)(6) in which the customer states that the tumescent infiltration pump pumps less nacl solution through the tube, also air is pulled. No patient injury.investigation of the returned tumescent infilatration pump on (B)(6), 2014, resulted in an aging of the product pump head assembly. Pump head assembly was replaced. All functions tested 100% to manufacturing specification.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.